Manufacturer narrative:
It was noted that the lead was in the possession of the hospital pathology department. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure to upgrade this patient¿s therapy, the physician inadvertently cut this right atrial (ra) lead with cautery. The lead subsequently had no sensing or capture, and impedance measurements were greater than 3000 ohms. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.